Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a suction break during flap creation during lasik. The patient was converted to photo refractive keratectomy. Additional information requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).